Event description:
Agent ide. It was reported that in-stent restenosis occurred. In (B)(6) 2016, a complex chronic total occlusion of the right coronary artery (rca) was treated with 3.0 mm x 38 mm, 2.5 mm x 24 mm, and 3.5 mm x 38 mm synergy drug eluting stents. In (B)(6) 2020, 80% in-stent restenosis was noted at the proximal rca and was treated with a 4.0 mm x 16 mm synergy drug eluting stent. The proximal left anterior descending artery (lad) was noted to be 100% stenosed and was treated with 2.5 mm x 20 mm and 3.0 mm x 16 mm synergy drug eluting stents.